Event description:
It was reported the guide wires are frayed and it is not possible to pull them out. As a result, it was removed and replaced. There were no pt deaths or complications reported. It is not known how many times this has occurred.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.